Event description:
Reporter indicated patient's generator was explanted in 2007 due to infection. The lead remains in the patient with the intent to reimplant a new generator at a later date. No further information is known.

Manufacturer narrative:
Analysis of the labeling confirmed sterility of the vns therapy system prior to distribution. Vns therapy system labeling list infection as a potential adverse event, possibly related to surgery or stimulation.